Event description:
Boston scientific became aware of an event that occurred in 2004, in which the physician successfully put the 1st coil inside aneurysm. Then checked and soiled the 2nd coil with saline before introducing. Began advancement of the coil inside excelsior sl-10 microcatheter. Felt some increasing resistance while advancing the coil at around 30-cm inside of the microcatheter, then felt blockage. Stopped advancing and started to retrieve the coil. Even though the coil was difficult to retrieve, it was successfully pulled out. It was then noticed that some part of the coil was missing and the shape was abnormal. It seemed like scratched co-polymer with stretched platinum. The physician tried to inject some contrast through the microcatheter but felt complete blockage. The microcatheter was pulled out and successfully completed the procedure with more coils.